Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's permanent implant procedure the physician was unable to advance the scs lead after a 2 hour attempt. It was also reported that as the physician was attempting to implant the lead a dural tear occurred which resulted in a csf leak and headache. The physician repaired the tear and implanted a different model lead. Additionally, it was reported the patient experienced a decrease in oxygen saturation and required intubation during the procedure. Moreover, the patient was admitted to the hospital for observation. The headache lasted for several days but as of (B)(6) 2015 had resolved.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed for the complaint of csf leak as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.